Event description:
It was reported that an infusion pump experienced an upstream occlusion alarm coincident with the use of a baxter solution administration set. This was identified during patient infusion. The reporter stated that the pump had to be reprogramed to stop the alarm. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review cannot be performed as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occurred more than six months ago; however the exact date is unknown. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.